Manufacturer narrative:
(B)(6). This report is being filed on an international product , list 4j27, that has a similar product distributed in the u.s., list 2p36. (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
A customer sample return (sample ID (B)(6)) was received after the completion of the original complaint investigation. Unfortunately, the specimen contained very small volume. Therefore, only very limited testing was performed and the specimen was not able to be tested on architect hiv or with an alternate screening assay. The specimen was tested on western blot which gave a (B)(6) test and an (B)(6). (B)(6). Due to the limited sample volume, no confirmation of the result was performed by double retest and testing with the innotest (B)(6) antigen mab neutralization reagent. On the basis of the results obtained during this investigation it is not possible to categorize the return customer specimen due to the limited testing which could be performed. Overall the added results do not change the outcome of the initial investigation of the retained material of the reagent lot identified in this complaint: it has been determined that the architect hiv ag/ab combo reagent lot identified in this complaint are currently meeting its safety, effectiveness, and label claims.

Manufacturer narrative:
Customer returns were requested but were not received. A retained reagent kit of reagent lot 32813li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the complaint lot was evaluated by testing two commercially available seroconversion panels which detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the reagent lot is not adversely affected. The complaint records for the affected lot number were reviewed. This review did not identify any problems relating to the customer observation. Additionally, a review for non-conformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences that could be linked to the customer observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on this investigation, it is concluded that the architect (B)(4) ag/ab combo reagent lot 32813li00 is performing acceptably.

Event description:
The account generated (B)(6) on patient sample ID (B)(6). Initially, the patient tested roche modular (B)(6) and architect (B)(6) results. A new sample was obtained which generated the (B)(6) architect results and roche modular (B)(6) results again. The patient also tested pcr (B)(6). No impact to patient management was reported.